Event description:
Reportedly, on (B)(6) 2017, several vt episodes occurred. On the same day, several vf episodes were recorded due to noise oversensing, leading to inappropriate therapy delivery. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from leads issues at both levels. In addition, leads-ICD connections issues at atrial and ventricular levels could not be excluded.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, on (B)(6) 2017, several vt episodes occurred. On the same day, several vf episodes were recorded due to noise oversensing, leading to inappropriate therapy delivery. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from leads issues at both levels. In addition, leads-ICD connections issues at atrial and ventricular levels could not be excluded.

Manufacturer narrative:
(Conclusions) updated. Please refer to the attached updated analysis report. - attachment: [20190114 - file-2018-01120 - analysis_and_closure_report_resp-2019-00036.pdf].

Event description:
Reportedly, on (B)(6)2017, several vt episodes occurred. On the same day, several vf episodes were recorded due to noise oversensing, leading to inappropriate therapy delivery. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from leads issues at both levels. In addition, leads-ICD connections issues at atrial and ventricular levels could not be excluded.